Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields : b5, h6(health effect impact code and clinical code). A getinge field service engineer (fse) states he have not been dispatched any work ticket for this complaint? Talking to the biomed about an unrelated issue with a different cardiosave yesterday - he was told that the biomed assigned to this ticket had identified that the ECG cables were bad and will replace them on their own. End user should've replaced the ECG cables themselves as they are consumable. Was told that biomed would be closing the ticket on their end. He do not have any other information. Customer requested cancel.

Event description:
It was reported that the cardiosave intra aortic balloon pump's (iabp) ECG wires looks old and trigger to go into another mode. There was no harm reported

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump's (iabp) ECG wires looks old and trigger to go into another mode.